Manufacturer narrative:
The subject device was returned to omsc for evaluation. The reported air supply failure could not be confirmed. The adhesion of a brownish foreign material to the end of nozzle was confirmed. As a result of component analysis of foreign material, it was confirmed that it was rust. The manufacturing record was reviewed and found no irregularities. It was considered that the rust was generated by the residue of chemical solution. The reported air supply failure might be temporarily caused by the residue of the chemical solution stuck in the air pipe. The foreign material clogging might be due to insufficient rinsing at the facility.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure of upper digestive tract, the air supply stopped working. The procedure was discontinued and re-examination was planned at a later date. There was no report of patient injury associated with the event. The subject device was returned to omsc for evaluation. On august 4, 2021, omsc found that foreign material was attached to the end of nozzle.